Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. During the procedure the glenoid base would no seat onto the porous peg. Another implant was opened and used to finish the procedure.

Manufacturer narrative:
Evaluation of another device confirms reported complaint. Investigation into the issue is ongoing.

Manufacturer narrative:
Decision was made to recall based on a manufacturing issue that was determined as part of an internal investigation. (B)(4).